Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 39," "defib fault 85," "pacer fault 116," "pacer disabled," "defib disabled," and then inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.